Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer confirmed that there were other instances of the compromised force sensor system alarm in the alarm history of the insulin pump. The customer's blood glucose was unknown and did not require medical treatment. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed due to a loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.